Event description:
Cautery wire on end of olympus clevercut3v sphincterotome broke in half at the middle after sphincterotomy performed. Tome was not bowed or manipulated incorrectly. It appeared to break with last press of the cautery petal. Both halves or wire remained connected to the tome and were retried successfully from the scope. No apparent damage done to patient.